Event description:
There was an allegation of questionable results for two patient samples tested on a cobas 6000 c501 module. Patient 1 initial glucose result was 170 mg/dl and the rerun result was 90 mg/dl. Patient 2 initial hba1c (hemoglobin a1c) result was 7.7% and the rerun result was 6.0%.

Manufacturer narrative:
Lot numbers and expiration dates of the reagents were requested but were not provided. General reagent issues were excluded as the correct result was obtained using the same reagent. The field service engineer (fse) found a leaky cell rinse tube, replaced it, and confirmed the tests and module were running within specification. Following the service intervention, no further issues were observed. The investigation determined the service actions resolved the issue.